Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air detector was not working. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
The device was returned for evaluation with: normal wear and tear on the tower enclosure, a missing air detector enclosure latch, a damaged label, a missing bracket, and missing rear enclosure screws. Visual inspection was performed. The primary problem was issue was the door mount block assembly, and this component was replaced. Customer damage was the root cause. Additional repairs were completed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date in 2009, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously. Corrected data: the manufacturer name was incorrect in the initial report.